Event description:
It was reported that a patient underwent a laparoscopic assisted vaginal hysterectomy on an unknown date and an absorbable adhesion barrier was used. Two weeks after the procedure, the patient returned to the physician with a fever and a symptom of infection. It was opined that an infection from the adhesion barrier at a vaginal stump was possible. It was reported that follow up will be scheduled with opening of the vaginal stump. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch hlb8581, mfg date: 08/24/2014, exp date: 07/31/2019; batch hlb8891, mfg date: 10/20/2014, exp date: 07/31/2019; batch hlb8892, mfg date: 08/24/2014, exp date: 07/31/2019. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.